Event description:
It was reported that the customer's blood glucose level was 500 mg/dl. The customer was asleep. He was not talking but was responding to pain by groaning. The customer's wife was unable to rewind his insulin pump. He received a battery out limit and a bolus stopped alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.